Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 01/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/27/2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under general anesthesia on an unknown date. Additionally, fiducial markers were placed transperineally. Post spaceoar vue placement procedure, during planning computerized tomography (CT) scans, the images looked unusual. The spaceoar vue seemed that it had gotten under the capsule, especially in the left inferior region and it had migrated through the venous plexuses and wound up encircling the prostate. There was no significant hydrogel in the hypogastric veins that could potentially embolize. The hydrogel appeared to be partially within the prostate capsule. The patient is asymptomatic. It was also reported that the plan is to do stereotactic body radiation therapy (sbrt). However, it was indicated that it has not yet started.